Manufacturer narrative:
(B)(4)

Event description:
The customer reports: the md was performing the procedure according to the IFU. Then the middle of the catheter was cut off. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Event description:
The customer reports: the md was performing the procedure according to the IFU. Then the middle of the catheter was cut off. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Manufacturer narrative:
Qn# (B)(4). Based on the condition of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 05/21/2018, was sent in error.